Event description:
Vague report received: "neonatal ICU pt had 60cc of hal (hyperalimentation) hung at 0410. Rate was set at 5.5cc/hr. At 0420 pump beeping: check barrel. Observed only 20cc fluid left in syringe. Infant received two pushes of insulin due to accucheck done after incident was 525. Setting was 5.5ml/hr." No other info has been provided.